Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g3 (the aware date in initial medwatch should be 29-mar 2024) a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, foreign material was found to be white and adhered to or clogged the nozzle and both the cylinders; however, we could not identify the foreign material. We confirmed that the foreign material remained in the auxiliary water channel, nozzle and both cylinders, but a definitive root cause cannot be determined. It was unknown whether there had been deviation from the instruction for use during the reprocessing steps. No physical damage was found at the locations where foreign material remained. The instruction manual states the detection method associated with the event in 'gif-1100 operation manual chapter 3 preparation and inspection,' and preventative measures in 'gif-1100 reprocessing manual chapter 5 reprocessing the endoscope.' Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign material inside the auxiliary water channel, nozzle and cylinders. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.